Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he seems to be having unexpected re initiations and receiving frequent meter now alerts after just having calibrated. Customer was advised that the sensors are expired and that may be contributing to the problem. Customer will use new sensors. Customer uses sensors for 6 days and inserts at a greater than 45 degree angle. Nothing further reported.